Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, when the device was unpacked, and the physician began passing the stent over the unknown guidewire, it was discovered that the pigtail was broken. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable."

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, when the device was unpacked, and the physician began passing the stent over the unknown guidewire, it was discovered that the pigtail was broken. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable."

Manufacturer narrative:
(B)(4) stent broke.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned percuflex plus ureteral stent revealed that the pigtail on the bladder end of the device was detached. Additionally the suture hole was ripped all the way to the end, which is consistent with one caused by the suture when it is being pulled. No other anomalies were found. Based on the event information, the defect was identified outside the patient during preparation for the procedure. Therefore, handling damage contributed to this event. Based on this analysis, this event has been deemed to no longer be MDR-reportable.